Event description:
Boston scientific received information that impedances were < 200 ohms on this atrial lead and there was suspect of a lead fracture. A lead revision was performed. However the physician did not wish to plug the atrial port of the new device and therefore this chronic lead was plugged into the new cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed programming options revolving around this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.